Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) and initial reporter: mercedes cardivillo a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine checks, the cardiosave intra-aortic balloon pump (iabp) unit alarming for low vaccum and balllon won't inflate. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: h6(medical device ¿ problem code). A getinge field service engineer (fse) evaluated the unit and unit was functional and able to complete autofill. Confirmed fault codes 37 and confirmed compressor was under performing while initiating compressor performance test. The fse replaced the compressor, both muffler filters and ran unit for 1 hr and unit was able to complete compressor performance test and all manifolds test with no alarms triggered. And both muffler filters. Device passed all functional and safety tests according to factory specifications. Device was returned to customer.

Event description:
N/a.